Event description:
It was reported by the customer that the pin and rubber gasket of the sabo sag saw were missing. After evaluation from the service technician, it was found the rubber boot was missing. No medical intervention and no adverse consequences were reported with this event. As this event occurred after the case, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The failure missing boot was confirmed by the repair technician through visual inspection. The boot was missing on the sag head. The device was repaired and returned to the customer.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported by the customer that the pin and rubber gasket of the sabo sag saw were missing. After evaluation from the service technician, it was found the rubber boot was missing. No medical intervention and no adverse consequences were reported with this event. As this event occurred after the case, there was no patient involvement and no delay to a surgical procedure.